Event description:
Revision surgery - due to the constrained liner failing.

Manufacturer narrative:
The reason for this revision surgery was to address a failed liner after 3.5 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the 11th complaint for this part number (1 device/cracked/broken, 6 dislocation, 2 trauma, 1 stability/poor joint, 1 device failed) first for this lot. The root cause for the device failure could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness. Hospital disposed.